Event description:
It was reported that customer experienced repeated pump malfunction alarms that prevented access to pump functions, with no blood glucose values provided. There was no reported impact to the customer¿s blood glucose level. Customer turned pump off and on in an attempt to reset it, but malfunction alarm recurred, so device was arranged to be returned and customer was provided with replacement pump.